Manufacturer narrative:
Additional information: a1 patient identifier, a2 patient age, a3 gender, a4 weight, b7 relevant patient medical history, and event date updated per new information received from the customer.note that full patient ID provided will not fit in the MDR form, but the full number is: (B)(6).

Event description:
The customer contacted physio-control to report that their device failed to analyze for ECG. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was unable to verify the reported issue. Unrelated repairs were made and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed to analyze for ECG. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.